Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right atrial lead was repositioned due to dislodgement. Dislodgement was discovered as patient experienced dry heaves and vomiting. No additional adverse patient effects were reported.